Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that water leakage from the drain bag and area of the tape of infusion tube during cataract and vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected the male luer connection of the auto infusion valve (aiv) manifold was broken off inside of the yellow three-way stopcock. White stress marks and material deformation consistent with over rotating the connection at the point of fracture was observed. The aiv male luer was fully engaged into the yellow stopcock when broken off and it appeared the user continued to tighten the components until fracture. The root cause of the customer's complaint is related to improper handling of the device. The damage observed on the aiv male luer connection to the yellow stopcock is consistent with damaged observed from over-rotating, this was supported by the returned condition of the sample. The infusion assembly was broken off inside the fluid-air exchange (f/ax) stem indicating handling by the customer (induced incident). After investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to improper handling. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).